Event description:
It was reported that during a routine pulse generator change out, the right ventricular lead exhibited unacceptable thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 37.4 - 37.9 cm from the distal tip, due to friction with another device. The proimal coil was exposed. The abrasion and exposed coil could have caused the reported capture thresholds.